Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a response was received through sales from the health care provider indicating the valve was explanted at implant for regurgitation and replaced with a smaller size of the same model device.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, a response from the office of the health care provider was received that indicated no operative report is available for the date of surgery, (B)(6) 2010. The 21mm valve was explanted at implant and replaced with a 19mm valve and there has been no allegation of a device malfunction. The device is not available for return as it has been discarded and no additional information is available. Conclusion: there are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to conclusively determine the root cause for explant of this device.